Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the stent broke off. A percuflex¿ nephroureteral stent was selected for use. During the procedure, it was noted that the tip of the stent broke off and remained inside the patient. The broken component was retrieved through snaring. Extended x-ray and pain management were performed. No further patient complications were reported.

Manufacturer narrative:
Updated device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device was returned damaged at the distal section, since the pigtail was found broken. The suture string was not returned for analysis. Additionally device was found buckled accordion at the middle section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the stent broke off. A percuflex¿ nephroureteral stent was selected for use. During the procedure, it was noted that the tip of the stent broke off and remained inside the patient. The broken component was retrieved through snaring. Extended x-ray and pain management were performed. No further patient complications were reported.